Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional and consumer reported that the patient was unable to increase stimulation, the patient¿s pain was not being relieved, there was a loss of stimulation, and there was a return of symptoms. The healthcare professional reported that inability to increase stimulation and lack of pain relief had started the week prior to (B)(6) 2016. However, the consumer reported that she was experiencing more pain than usual for the last 3 weeks as of (B)(6) 2016. It was normal for her to get pain for 3-5 days; she was always going through pain cycles, for over 20 years. This time, the pain was there for 3 solid weeks, and nothing was helping the pain. In addition, the patient noticed she had stopped feeling stimulation going down her arm maybe 2 weeks prior to (B)(6) 2016; the patient did not remember when exactly she had stopped feeling stimulation because she was in so much pain. Impedance measurements were not taken at this time. It was reviewed that ins depletion was possible. It was noted that the patient did not have a pain management healthcare professional; the patient was seeing a primary care physician for care. The patient used the patient programmer to increase the amplitude. The patient stated that she had never changed a setting, noting that it was on a perfect setting. When she tried to use the patient programmer the week prior to (B)(6) 2016, the patient programmer battery was dead and she had to replace it. The night of (B)(6) 2016, the patient tried using the patient programmer and the patient programmer only gave her triple beeps. The patient was not able to increase stimulation. The patient programmer worked intermittently. The reported symptoms were considered a sudden change in therapy/symptoms. A replacement patient programmer was requested. Additional information received from the consumer on 14-jul-2016 reported that there was a loss of therapy. The patient had received the replacement patient programmer and it was doing the same thing as the previous patient programmer; there were triple beeps and the patient was unable to adjust any setting. The patient was in pain, and she could not go to work because of this pain. Sometimes, the patient would have these episodes of pain and they would go away, but never for this long or with this much pain. The patient thought there was something going on with the ins and the patient programmer was fine; the patient asked to meet with a manufacturer representative to check the ins. Additional information received from the consumer via the manufacturer representative on 18-jul-2016 reported that impedance results showed multiple values >4000 ohms. It was noted that the patient did not experience symptoms while the ins was off. There was no recent medical test or emi environmental exposure related to the issue. When asked about falls/trauma related to the issue, the patient reported that her ins had caught on a metal rod on a chair and pulled on her device. The manufacturer representative checked the ins using the clinician programmer and a power on reset (por) message was seen. The manufacturer representative tried all electrodes, and the patient felt no stimulation. It was suspected that the extension was pulled out of the ins by the rod on the chair. The manufacturer representative planned to discuss the need for revision with the healthcare professional. The patient¿s indications for use included complex reg pain syndrome type I.

Event description:
Additional information received from the patient on 31-aug-2016 reported there was an issue with the extension. The patient reported that the extension had been implanted in 2000. The patient noted that she was very shocked that they determined during surgery yesterday that she needed to have extension and was closed up because they did not have the product or parts to put back in. The patient stated that she had to go on (B)(6) 2016 to do the rest of the surgery. The extension was disconnected so they would have to make a new connection. At the implantable neurostimulator (ins) replacement surgery the manufacturer's representative (rep) had a new generator with her but they did not expect an issue with the extension as they did not make that determination until the surgery. The patient stated she was opened up and the battery was fine but the extension was the issue. The patient did not get to see it but something was wrong with the extension and it needed to be replaced. The patient stated she should have only had one surgery and was very uncomfortable that she had to have another one. The patient stated that it did not work for 2 months when the rep hooked it up, but when she was in a certain position and moved, it was working. The patient was upset that she had to have a second surgery to have the extension replaced as she knew going into the surgery that she did not need the battery changed, but needed a "connector change out." Patient services reviewed with the patient that they would not know about an issue with the extension without the patient being opened up. The patient noted that back in (B)(6) they could not get the device to work again.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension.

Event description:
Additional information was received from the manufacturer representative regarding a procedure on (B)(6) 2016. The doctor noticed that the extension was damaged during normal ins replacement.

Event description:
Additional information was received from the manufacturer representative (rep) on august 10th 2016 stating that the health care professional (hcp) was trying to get authorization for revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative later reported that the extension had been replaced on (B)(6) 2016. The patient was reported to be experiencing effective therapy and impedances were normal. No device would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.